Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller board connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system failed to boot up thereby failing to display video as described by the customer. There are no reports of patient injury or death associated with this event.